Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent minimum fill notifications occurred after filling the cartridge with 300 units of insulin. Reportedly, the customer reloaded the original cartridge or loaded a new cartridge successfully and insulin delivery was resumed. Additionally, the customer received multiple, intermittent unspecified alarms during bolus delivery. To resolve the issue, the customer cleared the alarm and resumed insulin delivery. The customer declined additional troubleshooting. The customer¿s blood glucose was in the 300s (mg/dl).